Event description:
An edge of the device everted in the abdominal cavity and adhered to an internal organ. The device was removed due to the development of intestinal obstruction. The indwelling period was about 5 months.

Manufacturer narrative:
The subject product has been examined. All mesh components were found to be intact. There was a substantial amount of distortion along one edge of the mesh. No definitive conclusion can be made as to the cause of the distortion on the one edge of the mesh.